Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the right ventricular (rv) lead had varying and elevated rv coil impedance and elevated rv coil threshold indicative of an impending rv coil conductor fracture. It was determined the lead would be turned off. No patient complications have been reported as a result of this event.